Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing lead impedance warnings on (B)(4) 2016 (1008 ohms) and (B)(4) 2016 (1248 ohms), and continued increasing to >2000 ohms in (B)(4) 2016.

Event description:
It was further reported that the rv lead exhibited rising thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead alerted for rising impedance that exceeded the alert limit. High impedance was measured. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.